Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there was a suspected connection issue and problems with the device setscrew. After several attempts, the physician decided to change the pacemaker and try a new one. The new device was successfully implanted. No patient complications have been reported as a result of this event.